Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was a tip seal observation.

Event description:
It was reported during implant, the first positioning of the right ventricular lead had poor sensing. Upon repositioning, there was resistance while rotating the helix, and the helix would not extend after many attempts. The lead was not used and a new lead implanted. No patient complications were reported as a result of this event.